Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown kits/sets: fns implant kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Department of orthopaedics, the first affiliated hospital of university of science and technology of china (anhui provincial hospital), hefei 230001. Postal code 4436. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: yang, j.z. Et al (2021), comparison of short-term efficacy of femoral neck dynamic cross screw system and cannulated screw fixation in the treatment of femoral neck fracture in young adults, chinese journal of orthopaedic trauma, vol 23 (9), pages 761-768 (china). The aim of this retrospective study is to compare the short-term clinical efficacy of femoral neck dynamic cross screw system (fns) and cannulated screw (ccs) fixation in the treatment of femoral neck fracture in young adults. Between october 2019 to october 2020, a total of 94 patients were included in the study. These patients were divided into two groups according to internal fixation methods: 47 cases (30 males and 17 females; age was 47.8±9.8 years) in fns group were treated with femoral neck system (fns), while 47 cases (26 males and 21 females; age was 43.7±13.1 years) in ccs group were treated with multiple ccs fixation from a competitor. Patients were followed up at 1, 2, 3, 6, and 12 months after surgery. The following complications were reported as follows: fns group: 2 patients had deep venous thrombosis which were cured after symptomatic treatment. 2 patients had traumatic wet lung with pulmonary infection which were cured after symptomatic treatment. This report is for an unknown synthes femoral neck system. This is report 1 of 1 for complaint pc- (B)(4). A copy of the literature article is being submitted with this medwatch.